Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of abdominal distention, volume overload, bilateral pleural effusions and hyperkalemia characterized by ankle swelling, orthopnea and dyspnea which warranted hospitalization. The pdrn alleges the abdominal distention and bilateral pleural effusions were caused by an overfill event with the liberty select cycler. The patient reportedly he manually drained 5.0 liters of fluid. The patient¿s hyperkalemia, ankle swelling, dyspnea, orthopnea and volume overload were caused by the patient¿s missed pd therapy treatments and dietary indiscretion. While there is currently no objective evidence indicating a liberty select cycler product deficiency or malfunction caused the adverse events; the liberty select cycler cannot be excluded from having a possible contributory role. Based on the lack of information surrounding the overfill event, and no definitive cause of the pleural effusions, there is insufficient evidence to conclude the root cause of the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy called fresenius technical services requesting a replacement liberty select cycler, due to an overfill event (specifics not provided). During the call the pdrn reported the patient was hospitalized. Follow-up with the pdrn revealed the patient¿s liberty select cycler required 1 hour and 23 minutes to complete fill cycle one and required a manual drain to complete the cycle. The patient reported manually draining 5.0 liters of fluid following the fill complication. There is no treatment record for the following days the patient attempted to perform ccpd therapy, however the patient¿s abdomen was painful, distended and would not drain. The patient went to the hospital and was diagnosed with bilateral pleural effusions. Hospital records were received and confirmed the patient was hospitalized for five days. The record indicates the patient presented to the emergency room (ER) with ankle swelling, orthopnea, abdominal distention, worsening shortness of breath (dyspnea) after attempting ccpd therapy and hyperkalemia (6.1 meq/l) from missed pd therapy and dietary indiscretion (eating bananas). The patient reportedly increased their lasix dose from 20 mg to 40 mg in-order to promote fluid removal without success. Radiological studies revealed the presence of bilateral pleural effusions (right worse then left), and the patient underwent a thoracentesis of the right lung which removed 1850 ml of fluid. The patient¿s anemia (hgb dropped from 10.6 to 7.9) was believed to be from hemodilution due to volume overload from missing pd treatments or a retroperitoneal bleed from a recent atrial fibrillation ablation. Pd therapy continued while the patient was hospitalized without any documented issues, and the patient was recovering from the events. Once discharged, the patient continued ccpd therapy on the replacement cycler without any issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.